Event description:
It was reported that during an interventional stenting procedure in the mid right coronary artery with one 3.0 x 18 mm xience prime stent, a small edge dissection occurred after post dilatation with a 3.25 x 15 mm trek nc balloon. The dissection was self limiting and required no intervention. There was no clinically significant delay in the procedure or reported adverse patient sequela. The patient was discharged one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dil cath: trek nc 3.25 x 15 mm; other: clopidogrel. The reported patient effect of dissection, as listed in the xience prime instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.